Manufacturer narrative:
The customer determined the patient's total psa result of 7.07 ng/ml was correct. The customer's calibration and qc data were ok. Based on the available information, there was no indication for a performance issue of reagent or instrument. The investigation reviewed the customer's alarm trace and discovered alarms indicating poor sample quality. The investigation discovered the customer last performed the liquid flow cleaning maintenance task on (B)(6) 2021. Per product labeling, the recommended frequency of this maintenance task is "every 2 weeks, or after 2500-3000 tests." Also, the investigation discovered the customer last changed the pinch valve tubing in (B)(6) 2020. Per product labeling, the recommended frequency of replacing the pinch valve tubing is "every month when the system is in sample reception mode" or "every two months when the system is not in sample reception mode." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable elecsys total psa immunoassay results for one patient tested on a cobas e 411 immunoassay analyzer. On (B)(6) 2021 and at 09:15, the patient's initial total psa result was 6.77 ng/ml. On (B)(6) 2021 and at 09:42, the patient's repeat total psa result was "<0.002" ng/ml. The customer reported the repeat total psa result outside the laboratory. On (B)(6) 2021 and at 17:20, the patient's free psa result was 0.985 ng/ml. The patient's doctor questioned the reported total psa result due to the result being not compatible with the free psa result. On (B)(6) 2021, the patient's second repeat total psa result was 7.07 ng/ml. The total psa reagent lot number was 492322 with an expiration date of 30-nov-2021.